Event description:
It was reported that the device was missing a component during a demo visit at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device not returned.